Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Broken plp10342 mtp plate, v1, right, 6 hole. Surgery went as planned on (B)(6) 2015. Surgeon spoke to me today (B)(6) 2016 with the initial question of asking for advice as to what to tell patient about a broken plate in a case from late (B)(6). Surgeon stated patient wanted stryker to pay for the removal procedure due to not having a deductible being met at this time. I advised surgeon that I would have to fill a per out first and have gathered more information about the plate breaking. Surgeon stated the actual procedure is healing as expected and 3.0mm x 38 micro asnis screw is across the joint line, in great position and holding strong. Patient is feeling slight irritation from broken plate.

Manufacturer narrative:
The reported event that plate anchorage mtp / version v1 - right was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user and patient related. The failure was caused by off label use, overloading and early mobilization. The surgeon implanted a micro asnis screw for interfragmentary screw: anchorage screws shall be use with anchorage plate, even for interfragmentary compression slot. Please note that the operative technique (an-st-1 en rev 2 anchorage optech) reads: ''note: all threaded holes can accommodate either locking or nonlocking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm nonlocking screws. [Page 5]'' [original statement(s)]. Moreovoer, breakage happened during the first 6 weeks after surgery, meaning that mobilitzation occurred before bone consolidation was confirmed. In addition, patient has a bmi of 34 and is obese. Please note that the instruction for use (v15095 rev b anchorage non sterile (drnot0040)) reads: ''precautions for use [...] - the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. - the clinical result depends on the suitable choice of the device for the indication and on the quality of the surgical procedure. - it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. [...] Factors capable of compromising implantation success. - bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. - senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol. - excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. - risk of conflict with other implants. - risk of articular conflict.'' [Original statement(s)] the anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is acchieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, p g p, g p, sufficient bending of the plate, correct screw placement with sufficient insertion torque). This problem is not specific for the anchorage plating system. This is a typical problem of all locking or non locking plates and with current materials and plate designs there is no potential for further mitigation of the risks. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Labeling review: the operative technique (an-st-1 en rev 2 anchorage optech) was reviewed: ''a workshop training is recommended prior to first surgery. Follow the appropriate instructions for use (IFU). [Page 2] [...] Contraindications: surgical procedures other than those mentioned in the indications section. [Page 4] [...] Note: all threaded holes can accommodate either locking or nonlocking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm nonlocking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening. [Page 5]'' [original statement(s)]. The instruction for use (v15095 rev b anchorage non sterile (drnot0040)) was reviewed: ''warning: this product must be handled and/or implanted by qualified practitioners who have read these instructions and, if applicable, specific information about the product. Achievement of results that conform to the product¿s potential is based on the strict adherence to these instructions and, if applicable, to specific information about the product. [...] Instructions: - proceed to implant the device in accordance with the specific techniques recommended by the manufacturer, if they exist. [...] Precautions for use - the product must not be modified: it should be used only if its integrity has been maintained. - the shape of the implant must not be modified by the user beyond its normal mode of functioning. - it is necessary to ensure that the implant corresponds correctly to the intended use. - the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. - the clinical result depends on the suitable choice of the device for the indication and on the quality of the surgical procedure. - it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. [...] Side effects possible side effects during the implantation of osteosynthesis devices are: - delay in consolidation, pseudarthrosis, - the implant pulling free, - rupture or deformation of all or part of the implant, - infection, hematoma, venous thrombosis, pulmonary embolism, cardiovascular problems, - inflammation of the tendons. [...] Contraindications: - acute or chronic infections, local or systemic. - surgical procedures others than those mentioned in the indications section. [...] Factors capable of compromising implantation success. - bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. - senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol. - excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. - risk of conflict with other implants. - risk of articular conflict. [¿] responsibility: stryker osteosynthesis declines all responsibility if any of the instructions described above are not followed.'' [Original statement(s)].

Event description:
Broken plp10342 mtp plate, v1, right, 6 hole. Surgery went as planned on (B)(6) 2015. Surgeon spoke to me today (B)(6) 2016 with the initial question of asking for advice as to what to tell patient about a broken plate in a case from late (B)(6). Surgeon stated patient wanted stryker to pay for the removal procedure due to not having a deductible being met at this time. I advised surgeon that I would have to fill a per out first and have gathered more information about the plate breaking. Surgeon stated the actual procedure is healing as expected and 3.0mm x 38 micro asnis screw is across the joint line, in great position and holding strong. Patient is feeling slight irritation from broken plate.